Event description:
It was reported that during a routine follow up, the right ventricular lead exhibited low impedance. An insulation anomaly was noted on the lead during a routine device change out. The lead was capped and replaced.